Event description:
It was reported that the 9600+ system c-arm displayed an error code. There was no report of pt injury.

Manufacturer narrative:
A ge rep discussed the reported problem with the facility bio-medical engineer and was advised that they would complete the fix/repair and would hold off on oec service. If add'l info becomes available it will be reported as required.